Manufacturer narrative:
H6: investigation summary: the customer reported that when connected to IV, the end piece of tubing came off. One used sample of model #2426-0500 was returned for investigation. The sample was clearly separated at the outlet of the smart site and the complaint is verified. The tubing passed dimensional analysis, and no other failure modes were observed. A device history record review for model 2426-0500 lot number 21023321 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under the microscope found the root cause to be insufficient solvent. H3 other text : see h10.

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing separated from the IV connection while priming. The following information was provided by the initial reporter: "while nurse was priming the tubing at the end of the tubing the part where you would connect it the IV came apart."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing separated from the IV connection while priming. The following information was provided by the initial reporter: "while nurse was priming the tubing at the end of the tubing the part where you would connect it the IV came apart."